Event description:
During the index procedure one resolute integrity drug eluting stent was implanted in the mid lad and one resolute onyx drug eluting stent was implanted in the r-pda. Approximately 4 months post index procedure the patient suffered elevated troponin. The investigator assessed the event as not related to the device. The cec has adjudicated this event as a non-q-wave myocardial infarction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.